Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were not printing. A technical support specialist investigation revealed that the hospital it had changed the service account password during the incident. Hospital information technology (hit) provided a new cfnservice password. Updated the new password on the app, rtp, db, and test servers per ka (med es changing password for cfnservice and cfnadmin accounts). The tss rebooted the system and reset the top 1 retry attempt quantity to '0'. The stockout report printed successfully. The tss verified that everything was working as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, automated reports had not been working for some time, as the customer had not received those reports. Connectivity from the machines back to the server was not communicating properly to print the automatic replenishment reports. This issue had caused patient safety concerns, as medication doses and deliveries were delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.